Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was detached at the quick release while the patient was sleeping. The site location was patient's abdomen and the infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Moreover, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.